Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Correction to b5 for information inadvertently left out of previous report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. According to the device inspection results, leak was observed, in the cable unit. Therefore, it is likely, the phenomenon ¿no image¿ occurred, because communication failure occurred, due to short-circuit or corrosion. The event can be detected/prevented, by following the instructions for use which state: "never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed, the procedure was completed without delay using a similar device. This report was submitted, for the no image malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of no image and switch number 2 not working were confirmed. The device evaluation found no image was due to faulty cable, and switch 2 not functioning was due to defective cable unit. Another evaluation finding was the cable unit was leaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image, and switch button number 2 was not working. The issue was found during preparation for use in a procedure. There were no reports of patient harm.